Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not yet been received. The reported event cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer: yes. Date returned to manufacturer: feb 3, 2022. Device evaluation: visual inspection using magnification was performed to the returned sample: product was received inside sealed inner/outer pouch. It was observed a hole (area looks like melted) where iol was located. Damage was also observed inside the folding carton (in one of the walls, looks like melted). The complaint issue reported was verified. However, the folding carton box was sent to eag lab for further analysis to determine/characterize if there are any substance residual that could cause this condition. (B)(6) lab results: microscopic examination revealed a polymeric, waxy residue inside the cardboard box which is identified as a polyethylene species. The polyethylene is the material that the inner and outer pouch is made of. However, in the manufacturing process there is nothing that has such a high temperature to melt that pouch. In addition, no corrosive substance was found that could have caused that condition, therefore it cannot be determined that condition reported to be associated with manufacturing. Throughout the manufacturing process there are various process controls steps that will identify and discard a unit with the condition reported before packing. Mi913 edhr packaging of iol's states the following: discard rejected pouches. During sterilization basket preparation each basket must be visually inspected by the operator before processing to the next step. Visual inspection should be for obvious damage such as dents, sharp or pointy areas that could cause punctures or holes in the pouches. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was unsterile inside the box. The customer's brief description of the event provided that the inner pack was damaged as a hole was discovered upon opening the packaging. There was no patient contact. No further information was provided.